Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of medications did not fully administer following a downstream occlusion was not reproduced. A review of the event history log (ehl) revealed multiple downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During flow accuracy testing, the device delivered within intended range. An event date was not reported however, the last infusion ran matched the customer reported parameters. The secondary infusion ran to completion following the downstream occlusion, however the primary infusion ran but was stopped by the user. No abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to infuse medication completely and alarmed downstream occlusion during therapy in the outpatient pain clinic. IV fluids are run with the primary at 90 ml/hour, vtbi is 45 ml. It was reported that ketamine was the secondary infusion. It is built as a variable in the mdl and the dose is patient specific. The secondary infusion begins and runs to completion without any alarms. It then transitions back to the primary and when the "infusion complete" alert sounds, they report that nothing has infused from either bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.